Manufacturer narrative:
One device was returned for investigation with the rear/front housing damaged, lcd damaged and rear housing battery contact was bent. The device was visually inspected and then inserted batteries to power up the device. The reported problem was duplicated, "last error code 1310" was on the display. This was caused by user error and the device being used improperly. The error code was cleared and passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.g3: chile b3, d5, e2, e3 were unknown at the time of reporting.

Event description:
It was reported the device exhibited last error code 1310. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.